Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/5/2017. Device evaluation: the complaint unit pcb00 was received in its original folding carton. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into the device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge tube, and the reported white mark on the lens could not be identified. Due to the condition in which the lens was received, the reported issue could not be identified. To remove to lens from the cartridge it is necessary to immerse the cartridge in water (sterile water). But, as we did not want to affect the reported white powder on the lens, the sample was sent for further energy-dispersive x-ray spectroscopy (edx) analysis. Based on edx analysis results and the subject matter expert (sme) evaluation, the marks are consistent with salts. Throughout the manufacturing process there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with similar particulates or substance, as required by our approved procedures. The manufacturing process is performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. Based on the evaluation observed, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nurse and the surgeon had prepared the intraocular lens (iol) as per the directions for use. The surgeon was about to implant the iol into the patient¿s eye but noticed a white mark on the lens. Healon was used as a viscoelastic. There was no patient involvement/user injury. No additional information was provided to abbott medical optics.